Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the serial number was not provided and could not be traced. Device will not be returned or evaluated, as it was discarded at the hospital pathology. As indicated by the surgeon, it is likely that the root cause of this event is related to patient medical history, endocarditis, leading to the valve pulling away from the annulus. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards bioprosthetic aortic valve was explanted after a duration of approx. 1 year. Explant operative report indicates the device was explanted due to a perivalvular regurgitation, and replaced with a mechanical valve. The report states that upon opening the aorta, we noticed there was a large perivalvular leak from the tissue valve behind the annulus within the left and right coronary sinus and coronary ostia. The rest of the valve was then resected and removed. There appeared to be areas of thickened annular tissue, which was resected...patient tolerated procedure and was taken to (B)(6) in stable, but guarded condition. Original implant operative report of (B)(6) 2010 was also received, and indicates that the patient's native valve was originally replaced due to endocarditis. Findings at the time indicated there was a large vegetation noted on the noncoronary cusps [of the patient's native valve] extending down to the mitral valve and extending also into the right coronary cusp. Post operative echo after implantation of the subject device revealed no evidence of perivalvular leak and no abnormalities. After follow-up with the explanting surgeon, stated "the valve was totally fine and it was just a situation where the sutures pulled through (endoarditis patient) and caused a perivalvular leak".